Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support. The pump passed the displacement test. The pump had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a missing end cap sticker, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during basal rate insulin delivery. The customer's blood glucose was 128 mg/dl. The insulin pump was reportedly not exposed to a strong magnetic field. Customer was advised the device would be replaced and agreed to return the product for analysis.